Manufacturer narrative:
Complaint evaluation: the manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem however the overdue calibration message was observed. Customer resolution and conclusion: upon conclusion of the evaluation, no defect was found however the overdue etco2 and nibp(non-invasive blood pressure) calibration was observed, the device was calibrated and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed operation check. There was reportedly no patient involvement.